Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported an out of box failure error code 1104 (backup alarm failed). The v60 ventilator was not in use when it annunciated that the back up alarm failed (1104); this was an out of box/defoa occurrence therefore there was no risk for patient injury. Error code 1104 is a power on self test (post) and it is performed to determine if the backup alarm is functioning. If the test fails, error codes 1104 is annunciated; since it is detected at power on, the ventilator would not be put on a patient and thus pose no risk of harm or injury to a patient. There was no patient involvement.